Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this cardiac resynchronization therapy defibrillator (crt-d) reported of experiencing blood pool around implant site and blood was leaking. The patient also stated that the incision site was not healing correctly. The patient then went to the hospital and the physician had to re-operate on the implant site. An attempt to obtain additional pertinent information was unsuccessful. The crt-d remains in service. No additional adverse patient effects were reported.